Manufacturer narrative:
Additinal information: b5. Corrected data: h6.

Event description:
Reportedly, further investigation revealed the low oxygen saturation was not due to the usage of the device.

Manufacturer narrative:
The device was not received. In the instance we receive the device, a supplemental report will be submitted regarding an internal investigation of the device. Missing data will be presented when discovered.

Event description:
It was reported the patient experience low oxygen saturation. As a result, the patient was sent to the hospital.